Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to duplicate the customer's reported issue, and ordered the necessary parts for the repair. The stm returned to the customer's site the next day and installed the top level display new coiled cord assembly and the upper display monitor board to correct the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) experienced a monitor related issue and the lower touchscreen would not come on. There was no patient involved, and no adverse event was reported.